Event description:
It was reported that the patient underwent a transforaminal lumbar spinal fusion procedure at l5-s1 with a cage and rhbmp-2/acs. Pos t-operatively, the patient developed significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. The patient received significant medical treatment to care for related injuries. The patient never recovered from the surgery and continues to experience daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.